Event description:
It was reported during a reintervention procedure in-stent thrombosis was observed. The patient outcome is reported to be good.

Event description:
It was reported during a reintervention procedure in-stent thrombosis was observed. The patient outcome is reported to be good.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and stent thrombosis are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(6).